Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the loading device. The seal and tension spring remained inside the loading device. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The seal and tension spring were removed from the loading device. The seal showed no signs of cracks or delamination. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken of the delivery device; the inner delivery tube was measured at .198 in. The outer diameter was measured at .215 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed, but the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy properly. The hospital did not report any patient effects.